Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was extracted and replaced due to noise and increased rv threshold. Patient was asymptomatic. Patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasions were noted at 11.3-11.7cm and 14.7-15.5cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 25.4-26.5cm and 25.7-26.3cm from the distal tip. External insulation abrasion was noted at 47.0-48.3cm from the distal tip, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise and unacceptable threshold.